Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was resolved. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, as a result of the investigation, there was the possibility that this phenomenon was attributed to the insufficient reprocessing of the subject device.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A hospital staff found red foreign material adhering to the backside of the forceps elevator of the device while cleaning. The stuff tried to take it away, but couldn't. This facility cleans the area during reprocessing. There was no report of patient injury associated with this event. The user facility continues using the device after the event. The user facility did not provide other detailed information.